Event description:
As reported by the sales rep per the user facility: champagne bubbles clinging to tubing, even below the filter. Bubbles formed into a big bubble (size unk). Customer believes it may have passed into the baby's uac, but didn't actually see it happening. There was no change in baby's condition. Add'l info provided by the facility indicated the infant appeared to have suffered no add'l adverse sequela associated with this incident. However, the infant is still in the nicu unit.

Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. One b. Braun set was returned attached to a baxter filtered extension set, which was attached to another unk extension set. The male luer taper on the b. Braun set and the female taper on the baxter set were tested to iso standards using plug and disk gages and found to be acceptable. The b. Braun set was visually examined and no manufacturing defects were noted. The set was physically pressure tested per specification and no leaks were noted. At this time no specific conclusions can be drawn. However, it is to be noted the b. Braun set is used in conjunction with several other MFR's products.